Manufacturer narrative:
6944 lead implant date unknown. Mw5167275. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that there was high pacing impedance on the right ventricular (rv) lead, and high, undefined pacing impedance on the right atrial (ra) lead. There was intermittent noise on the rv lead, and oversensing that resulted in non-sustained ventricular tachycardia (nsvt) episodes. The ra lead was previously programmed off, and all implantable cardioverter defibrillator (ICD) therapy was later turned off. It was further noted that the patient also has a left ventricular assist device (lvad) implanted. The rv and ra leads remains in use. No patient complications have been reported as a result of this event.